Manufacturer narrative:
B5. Event description was updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient and the healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient said they were playing with a magnet and in the morning, they woke up feeling pain over their pump and a little more spasticity. The hcp was calling from the emergency room (ER) and interrogated the pump and there were no events in the pump logs. Technical services agent reviewed that the magnet did not interfere with the pump and it was infusing normally. Additional information received from the patient and healthcare provider via a manufacturer representative (rep) indicated that, for several weeks, the patient's pump was malfunctioning in a way that no one had ever heard of. The patient stated that the pump was interacting with other devices and, when it happened, it gave them pain in their groin and leg. The patient said that initially they thought this had to do with magnets. The patient also mentioned that they had been using high powered magnets near the pump for extended periods, which was dangerous and they discontinued the use of the magnets and they learned that the magnet range was short (about 6 feet). The patient stated that when the bluetooth was turned off, it did not cause any pain. They learned later that it was the bluetooth from their phone or their continuous positive airway pressure (CPAP) machine and the laptop that was causing the pain. The patient stated that they knew bluetooth was the issue and this had been confirmed multiple times by a biomedical electrical engineering friend. The patient wanted to know if there was a way to reprogram the bluetooth so that it did not pick up other bluetooth devices. The patient stated that they had an x-ray done before that detected the rotors in the pump were working just fine. The patient mentioned having a spinal cord injury and if they had to go to the hospital they would be around other bluetooth devices and could not be in an elevator or in the community. The patient stated that his pump had rotated in february and was poking into the hip bone when he slept on his side. The healthcare provider (hcp) planned to reposition the pump. The patient wanted the pump replaced but was not eligible unless the pump was broken. Patient services reviewed that the bluetooth would not affect the interference of the pump or infusion of the pump. The patient mentioned that, when they were in the hospital, the nurse was bending over to help them, they had their device and that caused pain. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Additional information received from a manufacturer representative (rep) indicated repeated patient allegations about the pump interacting with other devices. The rep stated that the pump logs and other checks did not indicate any problem or issue with how the pump was working. Technical services reviewed pump and personal therapy manager (ptm) function. The rep would follow up with the hcp. Additional information received indicated that the pump was explanted on (B)(6) 2026. The catheters were partially explanted. The patient wanted to see specifically if the pump did anything unusual when in the range of bluetooth devices.

Manufacturer narrative:
The device has been returned but analysis is not yet complete. A supplemental will be sent when analysis has been completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient and the healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient said they were playing with a magnet and in the morning, they woke up feeling pain over their pump and a little more spasticity. The hcp was calling from the emergency room (ER) and interrogated the pump and there were no events in the pump logs. Technical services agent reviewed that themagnet did not interfere with the pump and it was infusing normally. Additional information received from the patient indicated that, for several weeks, the patient's pump was malfunctioning in a way that no one had ever heard of. The patient stated that the pump was interacting with other devices and, when it happened, it gave them pain in their groin and leg. The patient said that initially they thought this had to do with magnets. The patient also mentioned that they had been using high powered magnets near the pump for extended periods, which was dangerous and they discontinued the use of the magnets and they learned that the magnet range was short (about 6 feet). The patient stated that when the bluetooth was turned off, it did not cause any pain. They learned later that it was the bluetooth from their phone or their continuous positive airway pressure (CPAP) machine and the laptop that was causing the pain. The patient stated that they knew bluetooth was the issue and this had been confirmed multiple times by a biomedical electrical engineering friend. The patient wanted to know if there was a way to reprogram the bluetooth so that it did not pick up other bluetooth devices. The patient stated that they had an x-ray done be fore that detected the rotors in the pump were working just fine. The patient mentioned having a spinal cord injury and if they had to go to the hospital they would be around other bluetooth devices and could not be in an elevator or in the community. The patient stated that his pump had rotated in february and was poking into the hip bone when he slept on his side. The healthcare provider (hcp) planned to reposition the pump. The patient wanted the pump replaced but was not eligible unless the pump was broken. Patient services reviewed that the bluetooth would not affect the interference of the pump or infusion of the pump. The patient mentioned that, when they were in the hospital, the nurse was bending over to help them, they had their device and that caused pain. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Additional information received from a manufacturer representative (rep) indicated repeated patient allegations about the pump interacting with other devices. The rep stated that the pump logs and other checks did not indicate any problem or issue with how the pump was working. Technical services reviewed pump and personal therapy manager (ptm) function. The rep would follow up with the hcp. Additional information received indicated that the pump was explanted on 2026-04-01. The catheters were partially explanted. The patient wanted to see specifically if the pump did anything unusual when in the range of bluetooth devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.